Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), a dilated left atrium, and posterior leaflet prolapse for a mitraclip procedure. During the procedure it was noted that the steerable guide catheter (sgc) tip was delayed in response when the knob was turned clockwise and counterclockwise. This was due to knob slippage. The clip delivery system (cds) was inserted into the sgc. During positioning of the cds in the left atrium, as m knob was applied there was interaction with the posterior wall of the left atrium. This resulted in tissue damage and a subsequent pericardial effusion. The system was removed and the procedure was discontinued. Pericardiocentesis was performed and 300ml or blood was aspirated. The patient is stable. No additional information was provided.

Manufacturer narrative:
All available information was investigated. There was no reported device malfunction. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury was due to procedural circumstances as the device interacted with the left atrial wall. The reported pericardial effusion was a cascading effect of the tissue damage. The reported patient effects of tissue injury and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.